Event description:
A report was received that during a revision the physician discovered a hematoma and liquid at the site of the lead connections. The physician determined that the hematoma was not caused by the device but that the procedure can sometimes cause the hematoma. The physician cleaned the lead connections and reconnected the devices. The patient is receiving adequate stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9004-55, serial/lot#: (B)(4), description: precision connector m1, 55cm; model #: sc-1110-02, serial/lot#: (B)(4), description: precision implantable pulse generator (ipg) and charging kit.